Manufacturer narrative:
The device was subject to an on-site evaluation by a dräger service engineer who did not determine any deviations from specification. The root cause for the reported vibration was not determined. The device is back in use with no further issues reported to date. Log file review performed by the manufacturer later revealed that the supervisor function of the software detected a pressure peak towards the end of the running ventilation episode and forced a shut-down of automatic ventilation to protect the patient from potentially hazardous output. It is not known why the user did not mention this in the report to dräger. Immediately before the occurrence of the pressure peak, fluctuating positive and negative pressures were recorded - probably resulting resonances have created the observed vibrating noise. All in all, no indications for the potential presence of a technical malfunction could be found. Root cause for the reported symptom was an overpressure at the patient end of the circuit leading to a pressure peak and thus to an emergency shutdown of the ventilator. Its conceivable that the patient was coughing at this time explaining the pressure peak(s) - it is known that individual patients do not tolerate the strong odor of volatile anesthetics and that it can thus come to coughing during the wake-up phase after surgery. The device has responded to this condition as designed.

Event description:
The following was reported to dräger: "reservoir vibrating during exhalation. No patient injury reported." Remark: the user reported no functional restriction but the investigation revealed at a later date that the device forced a shut-down of automatic ventilation as a response to a pressure peak. The device has no UDI as an UDI was not required at the time the device was manufactured.